Event description:
It was reported that during a cholecystectomy procedure, the clip would not come out properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4) (B) (4). Droping or ejected clip. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and formed 4 clips conforming, however, after the fourth firing, the remaining clips were ejected. The instrument lock out was functional. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.